Manufacturer narrative:
Device evaluation: the device has not been returned. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information has been provided to date.

Event description:
It was reported that double beep no cassette occurred, lens damage and cassette lock worn observed during testing. No patient injury was reported.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found scratched lens and fluid on device. Functional testing found "double beeping" after power up during investigation. Found fluid ingression on downstream occlusion sensor by the chassis base which possible cause the issue, scratched liquid crystal display (lcd) lens and worn coin latch. Replace downstream sensor, lens and coin latch. The root cause of the reported issue was found to be user induced / fluid ingression. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).